Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the front panel was broken. Additionally, the unit was displaying a b30 scope communication error due to a faulty scope socket. The device switch needs updated, and the lamp was a non-olympus device with 50 hours of use on it. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his evis exera iii xenon light source due to the front cover being broken with sharp edges present. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was producing a b30 scope communication error. This report is being submitted to capture the b30 scope communication error.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty scope socket could not be identified. The phenomena may have been prevented by following the instructions for use below: - do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.